Manufacturer narrative:
(B)(6). The lawsuit complaint states "fissure"; "... Has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial or economic loss, and/or lost income, and other damages¿; "...was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress, financial or economic loss, including, but not limited to, obligations for medical services and expenses, and other damages.¿ medical records were not provided but will be requested. Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore in a lawsuit complaint that a patient underwent a hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The lawsuit complaint states that ¿in the months following the (B)(6) 2016 implant of the gore-tex® dual mesh plus, [the patient] continued to experience chronic abdominal pain, and further experienced several infections. The mesh continued to cause chronic abdominal pain, infections, and fissures. The mesh required surgical removal, which took place on (B)(6) 2017.¿ medical records for the alleged (B)(6) 2016 implant surgery and (B)(6) 2017 explant surgery were not provided. The lawsuit complaint states that the patient ¿have [sic] experienced significant physical injury, mental and physical pain and suffering, permanent injury has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial or economic loss, including, but not limited to, obligation for medical serviced and expenses, lost income, and other damages.¿ the lawsuit complaint also states that ¿as a result of having the product implanted, [the patient] has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial or economic loss, and/or lost income, and other damages.¿ the lawsuit complaint alleges that the patient ¿¿was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress, financial or economic loss, including, but not limited to, obligations for medical services and expenses, and other damages.¿ additional event specific information was not provided. Additional event specific information, including medical records, will be requested.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016 - (B)(6) 2016: (B)(6) hospital. Inpatient admission. (B)(6) 2016: (B)(6), md. Operative report. Preoperative and postoperative diagnoses: hypertension. Incarcerated ventral hernia. Morbid obesity. Depression. Hypothyroidism. Procedures: laparoscopic vertical sleeve gastrectomy. Esophagogastroduodenoscopy. Anesthesia: general. Estimated blood loss: 20 cc. Findings: ¿a large incarcerated right mid abdominal ventral hernia. Right lower abdomen ventral hernia.¿ procedure: ¿a 15 blade scalpel was used to make a 12 mm transverse skin incision approximately 15 cm from the xiphoid process and just left of midline. Ao degree 10 mm laparoscope with an optiview trocar was used to gain direct entry into patient's abdomen. Then co2 pneumoperitoneum established with 15 mmhg. Subsequent incision and trocars were placed in standard position for laparoscopic vertical sleeve gastrectomy. A 15 mm incision and trocar as well as three 5 mm incisions and trocars were placed. The patient was then placed in reverse trendelenburg position. An allis clamp was placed through the subxiphoid trocar, placed on the left lobe of the liver and attached to the diaphragm to aid with left liver lobe retraction. Loose areolar tissue at the angle of his was bluntly dissected. A measurement 5 cm from the pylorus along the greater curvature was identified. In this location, the greater curvature attachments were divided using a 5 mm ligasure device extending up proximally all the way to the angle of his. Then a 40 bougie was placed by anesthesia into the patient's mouth, esophagus and stomach along the lesser curvature, and directed toward patient's distal antrum. Then serial applications of endoscopic linear staples were placed alongside this bougie and fired. First, two 60 mm purple cartridges were placed. Then three 60 mm tan cartridges were placed alongside this bougie and fired to totally transect the patient's lateral stomach. Lateral stomach was retrieved through the 15 mm port site. Strict hemostasis on the existing staple line maintained with hemoclips. A glassman clamp was then placed on patient's distal antrum. Existing bougie was removed and the gastroscope was inserted in patient's mouth, esophagus, and sleeve segment of the stomach. Air was insufflated via the gastroscope. The scope advanced to the patient's distal stomach. There was no evidence of active intraluminal bleeding and no evidence of air leak as the staple line was inspected under irrigation fluid. Air was evacuated. The gastroscope and gastroscope removed. The irrigation fluid was aspirated. The 15 mm fascial defect was approximated with 0 ethibond sutures using a granny needle. Co2 pneumoperitoneum evacuated with trocars, and trocars removed under laparoscopic visualization with no evidence of bleeding from the trocar sites, all incisions were anesthetized with 0.25% marcaine with epinephrine, closed with 3- 0 monocryl subcuticular suture. Steri-strips and sterile dressing applied. Patient was extubated and transferred to recovery room without complications. Findings were a large lower right side abdominal hernia .¿ (B)(6) 2016: (B)(6), md. Pathology. Specimen: portion of stomach. Final diagnosis: portion of stomach with no diagnostic histopathologic change. Grossly unremarkable . Implant date: (B)(6), 1016 (hospitalization (B)(6), 1016) (B)(6) 2016: (B)(6) healthcare. (B)(6) md. Pathology. Specimens: uterus, bilateral fallopian tubes and ovaries. Final diagnosis: serosa: mild acute serositis. Myometrium: extensive adenomyosis. Endometrium: proliferative phase endometrium. Bilateral ovaries: physiologic cysts. Bilateral fallopian tubes: histologically unremarkable. No evidence of neoplasm . (B)(6) 2016: (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: incarcerated ventral hernia. Morbid obesity. Fibroid uterus. By (B)(6) 2016, the patient was tolerating a regular diet with a relatively stable post transfusion cbc. On (B)(6) 2016 the patient was discharged to home, instructed to follow up with my office in 1 week, and follow up with dr. (B)(6) in 1 week . Relevant medical information: (B)(6) 2016 ¿ (B)(6) 2017: (B)(6) hospital. Inpatient admission. (B)(6) 2016: (B)(6). Emergency department visit. Chief complaint: surgical problem re-evaluation. History of present illness: presents with cellulitis and pain to wound incision of prior ventral hernia repair with mesh and hysterectomy completed on (B)(6) 2016. Seen yesterday by dr. (B)(6) for debridement. Pain is 8/10. Drain is not working. Height 66¿. Weight 346 lbs. Light tobacco smoker, cigarettes. Abdominal exam: soft, non distended, ventral incision with staples in mid region opening with good wound margins, no drainage, no pus, scant surrounding erythema. No guarding or rebound. Impression: wound infection status post surgery. Plan: admit . (B)(6) 2016: (B)(6), md. History and physical. Chief complaint: abdominal pain with open wound. History of present illness: ¿ms. Price has a history of a laparoscopic sleeve gastrectomy done by dr. (B)(6) and has already lost over 100 pounds. She most recently underwent an open repair of a large ventral hernia by dr. (B)(6) on (B)(6) 2016. At that surgery, dr. (B)(6) placed mesh below the fascia and covered the fascia over the mesh. At the time of that surgery, ms. (B)(6) also underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy by dr. (B)(6). She initially did well, but presented yesterday with some drainage from her midline wound. She was seen by dr. (B)(6)' nurse practitioner who felt she needed an md to look at the wound. This is when I was contacted. I saw her in clinic and she did have evidence of a wound infection in the middle of her large midline incision. I opened the wound in clinic about 10cm and started dressing changes. She was started on oral antibiotics. A culture of the fluid drainage was taken and the results are still pending. She has been undergoing wet-to-dry dressing changes over the last 24 hours. She is having some further drainage from the wound and her jp drain on the right is no longer working. She presented to emory johns creek emergency room. In the emergency room, I evaluated the wound. The erythema actually looks better than when I saw her in clinic. I did open up the wound further and probed the wound. I could not palpate any other obvious fluid collections. She is currently awaiting a CT scan and we will see if she has further collections to drain. She is asking for an admission for pain control. She does have a history of chronic back pain and is followed by a chronic pain specialist. Her dressing changes are causing her some significant discomfort.¿ prior surgical history: cesarean section x 3 and hernia repair 2004. Admits to smoking. Weight 346 pounds. Abdominal exam: ¿morbidly obese with a large abdominal wall and pannus. Abdomen is soft and nondistended. She has an open wound in the midline that is open approximately 10 cm. It probes down at least 3-4 cm. The wound itself has some drainage. I probed the wound and opened it up a little further. I cannot palpate any obvious undrained fluid collections. She has some erythema of the skin, but this actually looks improved from yesterday. The fascia feels intact. The remaining parts of her incisions are healed. She has a large pannus, which is covering the lower portion of the incision. There is some moisture at this area, but there is no obvious drainage or underlying fluid collection at the incision. Her abdomen is, otherwise, soft, nontender and nondistended.¿ assessment and plan: wound infection. Admit for pain control as well as dressing changes. Initiate IV antibiotics. ¿she may have some undrained areas as her abdominal wall is very thick and it is impossible to access everything due to her size and the likley large flaps that were created for the hernia repair. The jp drain on her right side is no longer working. It is no longer holding suction, likely due to the opening of the wound. The jp drain was removed in the ER at the bedside. I do not feel she needs surgery at this time. If her condition worsens, we can bring her to the operating room for a full exploration. She appears clinically stable .¿ (B)(6) 2016: (B)(6). Radiology. CT abdomen and pelvis with contrast. Indication: status post ventral hernia repair and hysterectomy now with pain and redness. Findings: midline anterior abdominals wall linear hyper density reflects hernia repair mesh. Midline incision is partially dehiscent with locculated air and gas within the anterior abdominal wall subcutaneous fat, the largest area measuring approximately 4 x 3 cm. No drainable fluid collections are identified. Some midline surgical skin staples are noted. There is diffuse edema and wall thickening along the anterior abdominal wall. No definite recurrent hernia. Impression: ¿postoperative changes from recent midline ventral hernia repair. No definite recurrent hernia, however, midline incision is partially dehiscent with loculated areas of fluid and air along the subcutaneous fat which is inflamed. Infection cannot be excluded. No drainable fluid collections .¿ (B)(6) 2017: (B)(6), md. Discharge summary. Admission diagnosis: abdominal wound infection. History of recent open ventral hernia repair and total abdominal hysterectomy. Hospital course: patient was admitted ·with a large abdominal wound infection. We had opened her wound in clinic the day prior to admission. Her wound infection worsened, and this did require opening the wound much larger. She was placed on IV antibiotics and underwent wound care. The wound care nurse, (B)(6), was involved. We originally started with wet-to-dry dressings, but this was able to be transitioned over to vac dressing care. She did have a wound culture which grew enterococcus as well as morganella. She gradually improved with the wound care and vac dressing care. Her wound was much improved at discharge. She was tolerating a diet. She remained afebrile and hemodynamically stable. She was able to ambulate without assistance. It was arranged for her to get home wound care with vac dressing changes. She also will be following up with an emory wound clinic. She was discharged home in good condition.¿ instructions: patient will undergo vac dressing changes 3 times a week. She will follow up in wound clinic as well as with dr. (B)(6). (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnoses: infected abdominal wound with superficial necrotic tissue. Procedure: debridement of abdominal wound and wound vacuum-assisted closure change. Anesthesia: general. Estimated blood loss: 10 cc. Complications: none. Procedure: ¿existing wound vac dressing was removed. The patient was noted to have necrotic superficial tissue over her abdominal wall wound, which was sharply excised with a 15-blade scalpel down to the level of the fascia. Then, the wound was irrigated with 3 l of gu irrigation fluid containing bacitracin, and the fluid was aspirated. Prior to debridement, wound cultures were obtained. Then, a large wound vac sponge was cut to shape of the wound and placed in the abdominal wall above the level of fascia. An occlusive drape was placed over the wound vac sponge and onto the abdominal wall. A defect over the occlusive drape and the wound vac sponge was made with a mayo scissors. A 2 cm defect was created. A trac pad was placed over this defect in the occlusive drape, and a 2nd occlusive drape was placed over the trac pad. Wound vac tubing was connected to the machine, and no air leak was detected. Patient did have an existing 1 cm wound at her abdominopelvic crease. Existing packing was removed and this was repacked with 1/4 iodoform dressing. Sterile dressing was applied. Patient was extubated and transferred to recovery room. No complications .¿ explant preoperative complaints: (B)(6) 2017: (B)(6) hospital. (B)(6). Emergency department visit. History of present illness: ¿the patient presents with cellulitis and skin infection. The onset was several weeks-- pt is s/p hysterectomy followed by a hernia repair. She developed an abdominal wall abscess after and had it debrided. She just had her wound vac removed yesterday and was switched to dakins wet to dry packing. The husband noticed increased drainage and increasing foul odor from the wound. Seh feels like she has been having fevers. She notifies dr (B)(6) who suggested she come here for evaluation.¿ character of symptoms: pain, redness and drainage. Prior episodes: multiple ed visits. Skin: warm, abdominal wall with open wound, clean, red margins. At bottom of the wound there is some exudate pooling that appears to be draining from an area to the right of her mesh. Medical decision making: subjective fever with an area draining to the right of the mesh, may need a wash out. Will admit for antibiotics and have dr. (B)(6) assess what needs to be done. Impression and plan: diagnosis: abdominal wall pain. Surgical wound infection. Plan to admit . (B)(6) 2017: (B)(6) hospital. (B)(6), md. History and physical. Chief complaint: malodorous abdominal wound with purulent drainage. History of present illness: ¿this patient is a 47-year-old female who received an open repair of large ventral hernia as well as a hysterectomy on (B)(6) 2016. Patient's postop course was complicated by abdominal wound abscess, which was subsequently incised and drained. She received a wound vac placement to her wound. She has required previous wound debridement. Patient reports that she recently noticed increased purulent drainage during her dressing changes with changing of her wound vac dressing. She was subsequently switched to dakin's wet-to-dry dressing and she continued to have increasing malodor as well as purulent drainage. She was therefore asked to present to the emergency room for evaluation.¿ patient is a chronic smoker. Abdominal exam: ¿obese, soft. Midline wound with granulation tissue with malodorous purulent drainage and mild erythema surrounding wound. Wound extends down to visible abdominal wall mesh.¿ assessment: abdominal wall abscess with surrounding cellulitis in a complicated abdominal wound, possible mesh infection. Plan: incision and drainage of abdominal wall abscess and possible explantation of existing mesh with replacement of a biologic or a mesh which resists infection such as marlex .¿ explant procedure: explantation of infected mesh. Drainage of abscess. Biologic mesh closure of abdominal wall, using versatex mesh. Explant date: (B)(6), 2017 (hospitalization (B)(6), 2017) (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall abscess. Postoperative diagnosis: abdominal wall abscess as well as infected abdominal wall mesh. Anesthesia: general. Estimated blood loss: 60 cc. Procedure: ¿purulent fluid in the patient's abdominal wound was aspirated, further dissection through subcutaneous tissue and granulation tissue was performed with electrocautery. The suture, which was attached to the existing mesh, was transected and the mesh was removed after removal of the suture. Copious irrigation of the abdominal wall was then performed. There was evidence of a purulent pocket just below the mesh, but over the viscera. There was no evidence of fistula. Abdominal wall and wound area copiously irrigated with normal saline/bacitracin solution. Then, I decided to use a biologic mesh for closure. The versatex mesh was placed subfascially using interrupted #1 pds suture. Then, the fascia was loosely approximated over the mesh. A #10 jackson-pratt drain was placed through a stab incision in the patient's left lower quadrant and placed over the fascia. Subcutaneous tissue was loosely approximated with 0 vicryl. The periumbilical area was packed with kerlix kling soaked in betadine. A sterile dressing was applied. The patient was subsequently extubated and transferred to the recovery room without complications .¿ (B)(6) 2017: (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: infected abdominal wall wound and cellulitis. Hospital course: she received IV antibiotics throughout her hospital stay. By postop day #1, the patient complained of pain in the abdominal region. She was afebrile and without tachycardia. Ambulation was encouraged. The wound care nurse was consulted to help with management of patient's abdominal dressing and wound. Patient ambulated independently and was subsequently discharged to home by (B)(6) 2017 . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g07001: part/component/sub-assembly term not applicable the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 1994, 3191: used for "fissure"; "has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial or economic loss, and/or lost income, and other damages¿; "was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress, financial or economic loss, including, but not limited to, obligations for medical services and expenses, and other damages.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span april 28, 2016 through february 9, 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: on (B)(6) 2016: incarcerated ventral hernia. Morbid obesity, on (B)(6) 2016: ¿morbid obesity¿, on (B)(6) 2016: 346 lbs., bmi 56 "history of a laparoscopic sleeve gastrectomy done by (B)(6) and has already lost over 100 pounds.¿ on (B)(6) 2016: incarcerated ventral hernia. Right lower abdomen ventral hernia. Hypothyroidism, hypertension, smoking, on (B)(6) 2016: cigarettes. ¿light tobacco smoker.¿ ¿admits to smoking¿. On (B)(6) 2017: ¿patient is a chronic smoker.¿ on (B)(6) 2016: abdominal pain with open wound. On (B)(6) 2017: infected abdominal wound with superficial necrotic tissue. On (B)(6) 2017: infected abdominal wall wound and cellulitis. Surgical procedures: unknown dates: cesarean section x3. 2004: hernia repair. On (B)(6) 2016: laparoscopic vertical sleeve gastrectomy, esophagogastroduodenoscopy [egd]. Relevant medical information: on (B)(6) 2016: laparoscopic vertical sleeve gastrectomy. Esophagogastroduodenoscopy. ¿a large incarcerated right mid abdominal ventral hernia. Right lower abdomen ventral hernia.¿ procedure: ¿a 15 blade scalpel was used to make a 12 mm transverse skin incision approximately 15 cm from the xiphoid process and just left of midline. Ao degree 10 mm laparoscope with an optiview trocar was used to gain direct entry into patient's abdomen. Then co2 pneumoperitoneum established with 15 mmhg. Subsequent incision and trocars were placed in standard position for laparoscopic vertical sleeve gastrectomy. A 15 mm incision and trocar as well as three 5 mm incisions and trocars were placed. The patient was then placed in reverse trendelenburg position. An allis clamp was placed through the subxiphoid trocar, placed on the left lobe of the liver and attached to the diaphragm to aid with left liver lobe retraction. Loose areolar tissue at the angle of his was bluntly dissected. A measurement 5 cm from the pylorus along the greater curvature was identified. In this location, the greater curvature attachments were divided using a 5 mm ligasure device extending up proximally all the way to the angle of his. Then a 40 bougie was placed by anesthesia into the patient's mouth, esophagus and stomach along the lesser curvature, and directed toward patient's distal antrum. Then serial applications of endoscopic linear staples were placed alongside this bougie and fired. First, two 60 mm purple cartridges were placed. Then three 60 mm tan cartridges were placed alongside this bougie and fired to totally transect the patient's lateral stomach. Lateral stomach was retrieved through the 15 mm port site. Strict hemostasis on the existing staple line maintained with hemoclips. A glassman clamp was then placed on patient's distal antrum. Existing bougie was removed and the gastroscope was inserted in patient's mouth, esophagus, and sleeve segment of the stomach. Air was insufflated via the gastroscope. The scope advanced to the patient's distal stomach. There was no evidence of active intraluminal bleeding and no evidence of air leak as the staple line was inspected under irrigation fluid. Air was evacuated. The gastroscope and gastroscope removed. The irrigation fluid was aspirated. The 15 mm fascial defect was approximated with 0 ethibond sutures using a granny needle. Co2 pneumoperitoneum evacuated with trocars, and trocars removed under laparoscopic visualization with no evidence of bleeding from the trocar sites, all incisions were anesthetized with 0.25% marcaine with epinephrine, closed with 3- 0 monocryl subcuticular suture. Steri-strips and sterile dressing applied. Patient was extubated and transferred to recovery room without complications. Findings were a large lower right side abdominal hernia.¿ implant preoperative complaints: on (B)(6) 2016: ¿this surgery was done in tandem with (B)(6) for hernia, abdominal wall repair.¿ on (B)(6) 2016: preoperative diagnoses: 1) incarcerated ventral hernia. 2) bariatric surgery status. 3) morbid obesity. 4) fibroid uterus. Implant procedure: total abdominal supracervical hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesions and cystoscopy. Open repair of large incarcerated hernia with component separation, extensive lysis of adhesions, as well as omentectomy. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/15203471, 20cm x 30cm x 1mm] implant date: (B)(6), 2016 (hospitalization (B)(6) 2016). Description of procedure: ¿upon completion of the hysterectomy, with an open abdomen through a midline incision, I extended the patient's incision cranially to identify the superior edges of her ventral hernia. Dissection was continued using electrocautery down through the skin subcutaneous tissue to the level of the hernia sac. We extended cranially to normal fascia. Patient's hernia sac was excised using electrocautery, and sent to the pathologist as a permanent specimen. The patient was noted to have a large ventral hernia defect. In order to perform a hernia repair, we started with doing a component separation. Therefore, the subcutaneous tissue was dissected laterally on both sides. Then, the aponeurosis of the patient's external oblique was incised lateral to the rectus sheath. Then we selected a 20 x 30 cm gore dual mesh to close patient's defect. Strict hemostasis of patient's perforating vessels was obtained with electrocautery, as well as suture ligation with 3-0 silk sutures out laterally. Then the score [sic] mesh was anchored to the patient's fascia circumferentially using a series of u-stitch sutures with #1 pds suture. This was done at a 360 degree fashion. Then a #10 jackson-pratt drain was placed above the level of the fascia and bladder through a stab incision in patient's lower abdomen, anchored to the level of the skin with a 2 - 0 nylon. The subcutaneous tissue was approximated with interrupted 0 vicryl and 2-0 vicryl sutures. Then the patient's skin was subsequently closed with staples. There was an extensive amount of adhesiolysis done due to patient's adhesions, and there was area of her omentum, which contained several holes. Therefore, a partial omentectomy was performed using an impact ligasure device. Adhesiolysis added additional 45 minutes of the procedure. The patient was eventually extubated and returned to recovery room without complications.¿ on (B)(6) 2016: ¿discharge diagnosis: incarcerated ventral hernia. Morbid obesity. Fibroid uterus. By (B)(6) 2016, the patient was tolerating a regular diet with a relatively stable post transfusion cbc. On (B)(6) 2016 the patient was discharged to home, instructed to follow up with my office in 1 week, and follow up with (B)(6) in 1 week.¿ relevant medical information: on (B)(6) 2016 ¿ (B)(6) 2017: hospital admission: "presents with cellulitis and pain to wound incision of prior ventral hernia repair with mesh and hysterectomy completed on (B)(6) 2016. Seen yesterday by dr. (B)(6) for debridement. Pain is 8/10. Drain is not working. Height 66¿. Weight 346 lbs. Light tobacco smoker, cigarettes. Abdominal exam: soft, non-distended, ventral incision with staples in mid region opening with good wound margins, no drainage, no pus, scant surrounding erythema. No guarding or rebound. Impression: wound infection status post-surgery. Plan: admit. On (B)(6) 2016: ¿(B)(6) has a history of a laparoscopic sleeve gastrectomy done by dr. (B)(6) and has already lost over 100 pounds. She most recently underwent an open repair of a large ventral hernia by dr. (B)(6) on (B)(6) 2016. At that surgery, dr. (B)(6) placed mesh below the fascia and covered the fascia over the mesh. At the time of that surgery, ms. (B)(6) also underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy by dr. (B)(6). She initially did well, but presented yesterday with some drainage from her midline wound. She was seen by dr. Williams' nurse practitioner who felt she needed an md to look at the wound. This is when I was contacted. I saw her in clinic and she did have evidence of a wound infection in the middle of her large midline incision. I opened the wound in clinic about 10cm and started dressing changes. She was started on oral antibiotics. A culture of the fluid drainage was taken and the results are still pending. She has been undergoing wet-to-dry dressing changes over the last 24 hours. She is having some further drainage from the wound and her jp drain on the right is no longer working. She presented to (B)(6) emergency room. In the emergency room, I evaluated the wound. The erythema actually looks better than when I saw her in clinic. I did open up the wound further and probed the wound. I could not palpate any other obvious fluid collections. She is currently awaiting a CT scan and we will see if she has further collections to drain. She is asking for an admission for pain control. She does have a history of chronic back pain and is followed by a chronic pain specialist. Her dressing changes are causing her some significant discomfort.¿ prior surgical history: cesarean section x 3 and hernia repair 2004. Admits to smoking. Weight 346 pounds.¿ ¿morbidly obese with a large abdominal wall and pannus. Abdomen is soft and nondistended. She has an open wound in the midline that is open approximately 10 cm. It probes down at least 3-4 cm. The wound itself has some drainage. I probed the wound and opened it up a little further. I cannot palpate any obvious undrained fluid collections. She has some erythema of the skin, but this actually looks improved from yesterday. The fascia feels intact. The remaining parts of her incisions are healed. She has a large pannus, which is covering the lower portion of the incision. There is some moisture at this area, but there is no obvious drainage or underlying fluid collection at the incision. Her abdomen is, otherwise, soft, nontender and nondistended.¿ assessment and plan: wound infection.¿ ¿she may have some undrained areas as her abdominal wall is very thick and it is impossible to access everything due to her size and the likely large flaps that were created for the hernia repair.¿ on (B)(6) 2016: CT abdomen and pelvis with contrast [a/p w/contrast]: impression: ¿postoperative changes from recent midline ventral hernia repair. No definite recurrent hernia, however, midline incision is partially dehiscent with loculated areas of fluid and air along the subcutaneous fat which is inflamed. Infection cannot be excluded. No drainable fluid collections.¿ on (B)(6) 2017: discharge summary. ¿patient was admitted ·with a large abdominal wound infection. We had opened her wound in clinic the day prior to admission. Her wound infection worsened, and this did require opening the wound much larger. She was placed on IV antibiotics and underwent wound care. The wound care nurse, (B)(6), was involved. We originally started with wet-to-dry dressings, but this was able to be transitioned over to vac dressing care. She did have a wound culture which grew enterococcus as well as morganella. She gradually improved with the wound care and vac dressing care. Her wound was much improved at discharge. She was tolerating a diet. She remained afebrile and hemodynamically stable. She was able to ambulate without assistance. It was arranged for her to get home wound care with vac dressing changes. She also will be following up with an emory wound clinic. She was discharged home in good condition.¿ instructions: patient will undergo vac dressing changes 3 times a week. She will follow up in wound clinic as well as with dr. Williams.¿ on (B)(6) 2017: debridement of abdominal wound and wound vacuum-assisted closure change. ¿existing wound vac dressing was removed. The patient was noted to have necrotic superficial tissue over her abdominal wall wound, which was sharply excised with a 15-blade scalpel down to the level of the fascia. Then, the wound was irrigated with 3 l of gu irrigation fluid containing bacitracin, and the fluid was aspirated. Prior to debridement, wound cultures were obtained. Then, a large wound vac sponge was cut to shape of the wound and placed in the abdominal wall above the level of fascia. An occlusive drape was placed over the wound vac sponge and onto the abdominal wall. A defect over the occlusive drape and the wound vac sponge was made with a mayo scissors. A 2 cm defect was created. A trac pad was placed over this defect in the occlusive drape, and a 2nd occlusive drape was placed over the trac pad. Wound vac tubing was connected to the machine, and no air leak was detected. Patient did have an existing 1 cm wound at her abdominopelvic crease. Existing packing was removed and this was repacked with 1/4 iodoform dressing. Sterile dressing was applied. Patient was extubated and transferred to recovery room. No complications.¿ explant preoperative complaints: on (B)(6) 2017: ¿the patient presents with cellulitis and skin infection. The onset was several weeks¿pt [patient] is s/p [status-post] hysterectomy followed by a hernia repair. She developed an abdominal wall abscess after and had it debrided. She just had her wound vac removed yesterday and was switched to dakins wet to dry packing. The husband noticed increased drainage and increasing foul odor from the wound. She feels like she has been having fevers. She notifies dr (B)(6) who suggested she come here for evaluation.¿ character of symptoms: pain, redness and drainage. Prior episodes: multiple ed visits. Skin: warm, abdominal wall with open wound, clean, red margins. At bottom of the wound there is some exudate pooling that appears to be draining from an area to the right of her mesh.¿ ¿surgical wound infection. Plan to admit.¿ on (B)(6) 2017: ¿malodorous abdominal wound with purulent drainage.¿ ¿this patient is a 47-year-old female who received an open repair of large ventral hernia as well as a hysterectomy on (B)(6) 2016. Patient's postop course was complicated by abdominal wound abscess, which was subsequently incised and drained. She received a wound vac placement to her wound. She has required previous wound debridement. Patient reports that she recently noticed increased purulent drainage during her dressing changes with changing of her wound vac dressing. She was subsequently switched to dakin's wet-to-dry dressing and she continued to have increasing malodor as well as purulent drainage. She was therefore asked to present to the emergency room for evaluation.¿ ¿patient is a chronic smoker.¿ ¿obese, soft. Midline wound with granulation tissue with malodorous purulent drainage and mild erythema surrounding wound. Wound extends down to visible abdominal wall mesh.¿ assessment: abdominal wall abscess with surrounding cellulitis in a complicated abdominal wound, possible mesh infection. Plan: incision and drainage of abdominal wall abscess and possible explantation of existing mesh with replacement of a biologic or a mesh which resists infection such as marlex.¿ explant procedure: explantation of infected mesh. Drainage of abscess. Biologic mesh closure of abdominal wall, using versatex mesh. Explant date: (B)(6), 2017 (hospitalization (B)(6), 2017). On (B)(6) 2017: procedure: ¿purulent fluid in the patient's abdominal wound was aspirated, further dissection through subcutaneous tissue and granulation tissue was performed with electrocautery. The suture, which was attached to the existing mesh, was transected and the mesh was removed after removal of the suture. Copious irrigation of the abdominal wall was then performed. There was evidence of a purulent pocket just below the mesh, but over the viscera. There was no evidence of fistula. Abdominal wall and wound area copiously irrigated with normal saline/bacitracin solution. Then, I decided to use a biologic mesh for closure. The versatex mesh was placed subfascially using interrupted #1 pds suture. Then, the fascia was loosely approximated over the mesh. A #10 jackson-pratt drain was placed through a stab incision in the patient's left lower quadrant and placed over the fascia. Subcutaneous tissue was loosely approximated with 0 vicryl. The periumbilical area was packed with kerlix kling soaked in betadine. A sterile dressing was applied. The patient was subsequently extubated and transferred to the recovery room without complications.¿ on (B)(6) 2017: "discharge diagnosis: infected abdominal wall wound and cellulitis. Hospital course: she received IV antibiotics throughout her hospital stay. By postop day #1, the patient complained of pain in the abdominal region. She was afebrile and without tachycardia. Ambulation was encouraged. The wound care nurse was consulted to help with management of patient's abdominal dressing and wound. Patient ambulated independently and was subsequently discharged to home by (B)(6) 2017.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warns: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. The instructions for use also includes a precaution which states ¿do not use absorbable sutures or cutting needles to secure the device in place.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based on the available information, the gore device did not cause or contribute to the reported 2203: other code used to describe ¿fissure¿. The medical records do not indicate a ¿fissure¿ but instead describe a post-operative wound infection and surgical site dehiscence. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating , manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 15203471. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Doadditional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: (B)(6) healthcare - (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: enlarged uterus, menorrhagia, anemia. Postoperative diagnosis: enlarged uterus, menorrhagia, anemia. Procedure: total abdominal supracervical hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesions and cystoscopy. This surgery was done in tandem with (B)(6) for hernia, abdominal wall repair. On (B)(6) 2016: (B)(6) healthcare - (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnoses: 1) incarcerated ventral hernia. 2) bariatric surgery status. 3) morbid obesity. 4) fibroid uterus. Postoperative diagnoses: 1) incarcerated ventral hernia. 2) bariatric surgery status. 3) morbid obesity. 4) fibroid uterus. 5) extensive intra - abdominal adhesions. Procedure: open repair of large incarcerated hernia with component separation, extensive lysis of adhesions, as well as omentectomy. Specimen removed: hernia sac, as well as segment of omentum. Drains: #10 jackson-pratt drain. Assistant: (B)(6) , csa. Estimated blood loss: 150 ml. Complications: none. Description of procedure: ¿this patient, (B)(6) , has a history of fibroid uterus, and received a hysterectomy by dr. (B)(6) . This portion of the procedure was dictated by dr. (B)(6) . Upon completion of the hysterectomy, with an open abdomen through a midline incision, I extended the patient's incision cranially to identify the superior edges of her ventral hernia. Dissection was continued using electrocautery down through the skin subcutaneous tissue to the level of the hernia sac . We extended cranially to normal fascia. Patient's hernia sac was excised using electrocautery, and sent to the pathologist as a permanent specimen. The patient was noted to have a large ventral hernia defect. In order to perform a hernia repair, we started with doing a component separation. Therefore, the subcutaneous tissue was dissected laterally on both sides. Then, the aponeurosis of the patient's external oblique was incised lateral to the rectus sheath. Then we selected a 20 x 30 cm gore dual mesh to close patient's defect. Strict hemostasis of patient's perforating vessels was obtained with electrocautery, as well as suture ligation with 3-0 silk sutures out laterally. Then the score [sic] mesh was anchored to the patient's fascia circumferentially using a series of u-stitch sutures with #1 pds suture. This was done at a 360 degree fashion. Then a #10 jackson-pratt drain was placed above the level of the fascia and bladder through a stab incision in patient's lower abdomen, anchored to the level of the skin with a 2 - 0 nylon. The subcutaneous tissue was approximated with interrupted 0 vicryl and 2-0 vicryl sutures. Then the patient's skin was subsequently closed with staples. There was an extensive amount of adhesiolysis done due to patient's adhesions, and there was area of her omentum, which contained several holes. Therefore, a partial omentectomy was performed using an impact ligasure device. Adhesiolysis added additional 45 minutes of the procedure. The patient was eventually extubated and returned to recovery room without complications.¿ on (B)(6) 2016: (B)(6) healthcare. Implant sticker. Gore® dualmesh® plus biomaterial. Ref 1dlmcp07. Sn (B)(6) . Expiration 2019-05-31. Site: ventral hernia. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/15203471) was implanted during the procedure. On (B)(6) 2017:[missing records: operative report for the alleged explant was not provided.] On (B)(6) 2017:[missing records: operative report for the alleged explant was not provided.] There is no mention of gore device removal or infection involving the gore device. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.